Event description:
A report was received via FDA's medical products reporting program that an ophthalmologist reported a female pt developed fusarium keratitis while using renu multi-plus multi-purpose solution. The pt slept in her lens overnight and awoke the next day with left eye redness. The pt was nine months pregnant and expecting "any day." Her optometrist treated her with tobramycin/dexamethosone, but her pain and redness increased. She was then treated with moxifloxacin and her symptoms continued. In 2006, the pt was referred to the reporting corneal specialist. The corneal specialist noted that her history and clinical appearance, which included a corneal ulcer, were consistent with fungal keratitis. Cultures were taken of the ulcer and contact lens solution and the pt was started on natamycin 5% every hour. The following day, the pt was responding to treatment and was having less discomfort. The pt has since been lost to follow-up. The results of the eye culture testing confirmed fusarium infection, but the results of the solution testing were negative for bacterial and fungal contamination.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performances were effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.